Event description:
It was reported that during the implant attempt, there was high pacing threshold and pacing failure occurred every few heart beats. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant attempt, there was high pacing threshold and pacing failure occurred every few heart beats. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned in segments, analyzed and no anomalies were found. It was noted that all of the conductors were stretched, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, the lead was stretched, and the lead appeared to have been damaged at implant. The lead was received with the helix fully extended and helix was stretched out of specification. The blood and the tissue were visible on helix.